Manufacturer narrative:
The used/damaged arthroscopic energy 90 degree probe with suction is not expected for evaluation as it was discarded at the user facility. Without the actual product, an evaluation could not be performed and the root cause of the reported metal breakage was not able to be determined. Without the device lot information, a review of the manufacturing records was not able to be performed. A two-year review of complaint history shows this is the only report for this failure mode and product family. A 2-year review of product history for this device family shows there has been only one complaint for a metal piece detaching. During this same 2-year time frame, approximately (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4). To date, there have been no patient long term adverse effects related to this reported breakage or the use of this device. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. This report is an isolated incident. The reported problem will continue to be monitored via the complaint system to ensure product safety.

Event description:
The user facility has reported that sometime in (B)(6) 2016 during a shoulder arthroscopy procedure, a piece of metal from the end of the probe came off in the patient's shoulder joint. The metal was removed from the joint which caused a 10-minute delay in the procedure. The procedure was completed using another device with no injury to the patient. This incident is being reported as a malfunction with the potential of patient injury with recurrence.